Event description:
It was reported the brakes on the booms in ors 6-8 are disengaging while cautery is used. There were no reported injuries or adverse consequences.

Manufacturer narrative:
[Supplemental 001] it was reported a stryker representative performed the pfa inspection and installed the current revision of MFR board and confirmed that the boom is operational. The pfa inspection report has been attached in the communications tab of the complaint. If additional information is obtained around this event, a supplemental will be filed. Field g6 has been updated to follow-up report number 001.

Manufacturer narrative:
It was reported that an equipment boom electrical rotational brakes disengaged when a cauterizer device was being used during a procedure. There was patient involvement due to the issue occurring during a procedure but there was no impact to the patient and caused no surgical delay. There were no reported injuries or adverse consequences. The equipment boom was manufactured before 22apr2020 and has the older style MFR board. The sfst investigation results can be referenced on sales force complaint (B)(4), the case was closed because we are waiting to perform the pfa inspection. S-series capacitive touch emi disturbances has been investigated on nc/CAPA (B)(4). Although we couldn¿t confirm the root cause we suspect the issue is most likely due to the previous version of MFR capacitive board. The newer revision capacitive touch board was redesigned and released back in april 2020 to be less susceptible to emi from high frequency devices. A stryker representative will be performing the pfa inspection and will install the current revision of MFR board and confirm that the boom is operational. Once additional information is obtained around this event, a supplemental will be filed.

Event description:
It was reported the brakes on the booms in ors 6-8 are disengaging while cautery is used. There were no reported injuries or adverse consequences.